Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that there was an out of box defect and the implantable neurostimulator had high impedances when connected to the pre-existing leads. The existing leads were connected to the multi-lead trialing cable which showed all leads intact and no high impedances. A new implantable neurostimulator was used to resolve the issue. The patient¿s medical history includes chronic regional pain syndrome.

Manufacturer narrative:
Analysis of the implantable neurostimulator with serial number (B)(4) did not find any evidence of anomalies of the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative to provide the name of the patient and reporting that the manufacturer representative had sent to the device back to the manufacturer on (B)(4) 2016.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The conclusion code no longer applies.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.